Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021. This report is submitted on april 29, 2021.

Manufacturer narrative:
This report is submitted on march 8, 2021.

Event description:
Per the surgeon, the patient developed a staph infection. Additional information has been requested but has not been made available as of the date of this report.